Manufacturer narrative:
Additional information was received. Section b7 was updated. Section h6 was corrected. A corrected MDR is being submitted. Per medical records received from the facility, approximately 8 months post tavr, the patient was admitted for infectious endocarditis with concern for right sided weakness with headache. Imaging was consistent with subacute infarct in the right cerebellum. Cardiology thinks it was embolic. The patient was sent to rehab and treated with medication. Tee showed residual vegetation was present on the sapien 3 valve. There was no significant aortic insufficiency. 10 days later the 26mm sapien 3 valve was explanted due to the endocarditis with a root/periannular abscess. Pre operation tee revealed the valve had a significant amount of vegetative tissue. Stat gram stain results showed no white blood cells or organisms. The acute prosthesis was sent for microbiology and pathology. The patient discharged from the hospital. Ischemic stroke or cerebral vascular accident (cva) is a known potential complication associated with the thv procedures and approximately 75% occur within 5 days of the procedure. Ischemic strokes have multiple etiologies, including embolizations occurring after bav or valve deployment, atrial fibrillation, and carotid artery lesions. These events can result in permanent impairment of varying degrees. If the event occurs after 30 days of the procedure and there is no allegation of a device relationship; the event is not reportable. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. As described in a technical summary written by edwards lifesciences, late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In early cases of pve, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early post operative period. Reports of pve occurring greater than 60 days of implant (late) are not be reportable. In this case, approximately 8 months post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and an inspiris resilia surgical valve was implanted. Per review of medical records provided, the valve was explanted 8 months post tavr procedure due to late endocarditis. It was suggested the patient also had an embolic stroke. Since the endocarditis occurred greater than 60 days post tavr, and the stroke (of unknown etiology) occurred greater than 30 days post tavr, the event is not MDR reportable. In addition, as the events occurred within a year of the commercial thv procedure, the s3 valve was implanted in the aortic position, there is no evidence of an ew thv device malfunction/labeling deficiency, or adverse event associated with a device malfunction, and the event is described in the labeling, the tvt registry is the source of information for this event. As such, this event is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 8 months post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and an inspiris resilia surgical valve was implanted. The reason for the explant is currently unknown.